Event description:
Baxter affiliate reports one incident of a pt death which occurred after an uneventful dialysis treatment. Pt was brought to the center by her family 3 hours after her dialysis treatment. Pt was not fully conscious with the predominant symptom of shortness of breath. Pt's condition deteriorated and developed respiratory arrest. Resuscitation efforts were unsuccessful. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death. No further info available.